Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.5 x 28mm stent delivery system (sds) was not returned for analysis, the stent was only returned. A visual examination of the crimped stent found the stent detached and separated. There was no damage to three struts on one end of the stent, the remaining struts were distorted, stretched and squashed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28 synergy ii everolimus-eluting platinum chromium coronary drug eluting stent was advanced but failed to cross the lesion. The device was removed and the physician found that the stent was a little dinged up, roughed up and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28 synergy ii everolimus-eluting platinum chromium coronary drug eluting stent was advanced but failed to cross the lesion. The device was removed and the physician found that the stent was a little dinged up, roughed up and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable post procedure.